Manufacturer narrative:
Software investigation was completed. Issue determined to be due to views layout in translated languages. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that he installed synergy cranial 2.1.5 with stealthmerge and stealth 3d in a rolling stone computer system. In the plan view, when the medtronic representative selected the 6 views box and tried to add the view types, the software froze and he had to re-start by pressing ctrl + alt + backspace. The medtronic rep stated that the behavior is the same selecting other views or in navigate. There was no pt present.